Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited loss of capture. All other measurements were stable and it was suspected that the lead micro-dislodged. The lead was explanted and replaced. The patient's condition was stable before, during, and after the procedure.